Event description:
New information received noted that the programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net. Transmission revealed that the pacemaker failed to capture. No intervention was performed. There were no patient consequences.